Event description:
Chemotherapy was delayed in administration because the hospital was on back order for equashield male connectors; as a result, chemotherapy was given 30 minutes late. No equashield male adaptors currently on floor. Called 4sw, materials management, and pharmacy. Male adaptors on back order in materials, no stock on 4sw/pharmacy. Pharmacy located extra adaptors. Note: this is the second issue with this device.